Manufacturer narrative:
Medwatch submitted on: 11/12/2015. Device labeling addresses: in addition, concerns have been raised regarding potential damaging effects on children born to mothers with implants. Two studies in humans have found that the risk of birth defects overall is not increased in children born after breast implant surgery. Although low birth weight was reported in a third study, other factors (for example, lower pre-pregnancy weight) may explain this finding. This author recommended further research on infant health. A review of the evidence did not find that offspring of women with implants were at an increased risk for esophageal disorders, rheumatic diseases, or congenital malformations.

Event description:
Patient reported a neurological disorder diagnosis of offspring, specified as "tuberous sclerosis", side not specified. No treatment or surgical reoperation has occurred, device remains implanted. This record is for the right side. See MFR # 9617229-2015-00507 for the left side.